Event description:
A customer contacted haemonetics on (B)(6), 2010 to report their pcs2 machine had error messages and the power entry module was sparking. No operator or donor injury was reported.

Manufacturer narrative:
Customer evaluated the unit. As a result of the sparking the power entry module needed replacement. Part was shipped to the customer for inhouse repair on (B)(4), 2010. (B)(4).